Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported during the initial 2-yrs the CT demonstrated a subtle type ii endoleak, with a stable 7.5 cm aneurysm. At 3-yrs, the increasing type 2 endoleak with abdominal aortic aneurysm expansion to 8 cm the physician elected to coil emobilization of the left internal artery, which was successfully performed. The 5 yr CT demonstrated the reoccurrence of the type ii endoleak, resulting in abdominal aortic aneurysm expansion to 9.4 cm a second coil embolization procedure was preformed. It is reported approx 67 months post stent graft implant, the pt was converted to an open surgical repair due to the reoccurrence of the type ii endoleak, with the abdominal aortic aneurysm expansion to 10.5 cm. It was reported that during the explant procedure there was vigorous back-bleeding from a lumbar branch was observed. The main body was explanted; it was noted that a previously placed proximal extension was densely integrated into the aortic neck and the iliac limbs were firmly attached to the iliac arteries. Medtronic has received add'l info, the device and its analysis has been completed. The examination of the returned devices, the exact cause of the aneurysm expansion appears to be from the observed type ii endoleak. No graft fabric integrity issues were found. The bifurcate aortic body was received transected at the limb origin. The limbs and the aortic cuff were not returned (left in the pt) thereby limiting the extent of the eval. No add'l clinical sequelae were reported and the pt is fine.